Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed to be an external leak located at the threaded bottom end of the crit-line chamber that attaches to the dialyzer. It is unknown how much blood was lost. The patient had no adverse effects and no medical intervention was required. A sample is not available for manufacturing evaluation. Multiple attempts have been made to obtain additional information.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.